Manufacturer narrative:
This investigation will be updated, should further information be provided.

Event description:
Boston scientific received information that this pacemaker's longevity reading had decreased from greater than five years to one and-a-half years remaining in a time period of about one year. The drastic difference in longevity readings is believed to be due to high thresholds involving a competitor's lead. Impedance measurements were stable and the automatic thresholds were adjusted. At this time, no intervention has been performed and the pacemaker remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information provided from the field indicates that no intervention will be performed and the patient will continue to be monitored. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple requests, this pacemaker was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This pacemaker is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information indicated this pacemaker was explanted and replaced. No additional adverse patient effects were reported.